Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "over infusing" was reproduced. Evaluation sent device to flow lines for flow testing at 40 ml/hr for 60 mins at 40 volume to be infused with the results of 42.018 and failing error percentage of 5.045%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the pressure springs were found depressed when evaluator disassembled the pressure parts from the door. The pressure plate travel required to be readjusted and the m2/m3 springs required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h6, h11: the event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.